Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s ins was in overdischarge and the rep tried four por (physician mode recharge) countdowns without success. The patient wanted to pursue a replacement and was would be making an appointment to discuss this with their physician. It was reported that the patient could not remember how long it had been since they charged their device. The issue was not resolved at the time of the report. No surgical intervention occurred and it remains unknown if surgical intervention will be planned but the rep stated they would follow-up for more information. On (B)(6) 2018, additional information was received from a manufacturer representative (rep) reporting that surgical intervention was planned/scheduled to resolve the overdsicharge. The rep stated that the patient would be set up for a battery replacement. No further complications were reported/anticipated.